Event description:
The device was explanted due to an elective replacement indicator (eri) alert; however, the battery voltage showed a value above eri. Technical support analyzed the battery data and estimated the remaining longevity was five months until eri indicating the eri alert was false. During the device replacement, the device failed to pace leading to a short patient heart pause likely due to electrocautery used during the procedure. The device was replaced quickly enough to avoid adverse patient consequences. The patient was stable.

Manufacturer narrative:
The device was received and visual inspection found electrocautery marks on the can, consistent with damages caused by the plasma blade which led to brief output pausing during the explant procedure. Analysis indicated device voltages were above elective replacement indicator (eri) level the entire implant duration. False eri occurred two months prior to explant date due to transient low battery voltage. Electrical and mechanical tests indicated the device exhibited normal functionality. The implant duration exceeded 75% of the device¿s projected longevity, and is considered normal battery depletion. The results of the investigation concluded the analysis revealed no anomalies; however, based on the information received, the cause of the reported failed output during explant was related to electrocautery used during the explant procedure. The report of early battery depletion was not confirmed.